Manufacturer narrative:
The insulin pump passed basic occlusion and displacement test. No motor error alarms were noted. The insulin pump was unable to prime unit during prime test due to faulty force sensor. The motor was tested and the device passed. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with minor scratches on the lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer's blood glucose reading was 170mg/dl to 180 mg/dl. The customer stated that he had just finished dinner when the pump alarmed motor error. The customer cleared the alarm and another motor error occurred. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer also stated that he put in a sensor and would like to receive a replacement for it. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.